Event description:
It was reported that during the use of the device for a non-clinical activity, while booting up the system, the perfusion screen was resetting. The user facility attempted to start but would only allow the screen to blink a couple times. The customer was testing the unit which had been in storage and not plugged in for a long time for a back-up utility. There was no patient involvement.

Manufacturer narrative:
The user facility tried to start the perfusion system/ screen, but decided not to use it again and retire the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.